Manufacturer narrative:
D2a revised as it was entered incorrectly on the initial report that was submitted. E1 added initial reporter address line 1 as it was omitted from the initial report that was submitted. Postal code was added. It was incorrectly placed in the zip code field on the initial report that was submitted. G1 manufacturer site postal code was added as it was incorrectly reported on the initial report that was submitted in the manufacturer site zip code field. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed as the product was returned for evaluation. Data analysis: the console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to this communication issue, the automated impella controller console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the console was sent back for further investigation. The system self check failure screen was reproduced upon boot up during testing. Visual inspection confirmed pbm contamination which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history for the console.

Manufacturer narrative:
The investigation for the reported ¿system self check failure has been completed. The console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to this communication issue, the aic console rebooted automatically (as designed) to attempt another power on after rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Manufacturer narrative:
H6 health effect - impact code f2601- problem identified before clinical use/exposure has been corrected to only f26- no health consequences or impact.

Event description:
Automated impella controller (aic) started with a system self-check failure. Fwcheck showed powermod1 was failing. There was no patient involvement.

Manufacturer narrative:
The device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.